Event description:
For six months I have an ongoing case of virulent conjunctivitis after using bausch and lomb renu with moisture loc. My eyes have been viral since. My ophthalmologist has just referred me to a corneal specialist after six months of trying to treat this problem. The signs and symptoms are worsening. My eyes feel prickly and are painful at times. I am having more headaches and escalating blood pressure. My blood pressure measured 225/95; the usual blood pressure has been 130/80. It is ranging in the 145/95 to 195/95 on any given day. I am having problems seeing because the virus is constantly changing the strength of my eyes. Tomorrow I resume work. I have to tell people I come into contact with about washing hands and sanitizing because of this horrible infection. This is very embarrassing. Two weeks ago the virus flared up; I work with very red eyes, puffy eyelids-blepharitis-and a tons of yellow discharge in my eyelashes and in my eyes.